Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the homecare patient notified the user facility that the tubing set was leaking at the connection of the filter and tubing. The delivery was stopped. A homecare nurse went to the patient's home. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.